Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2-july-2026, it was reported by a sales representative via (B)(4) that an ar-1588rtt2 fibertag tightrope tape ruptured while passing the needle through the tape. Noticed during the case, new device opened and case completed with no patient effect.